Event description:
The (B) (6) male patient received a cypher stent in the distal rca. Post procedure, the patient had a right femoral pseudoaneurysm. Patient was treated with thrombin injection. A 6fr avanti catheter sheath introducer had been used for the procedure.

Manufacturer narrative:
The (B)(6) male in the (B)(4) study developed a right femoral pseudoaneurysm after the successful implantation of a cypher stent. A 6fr cordis csi had been used at the access site. The pseudoaneurysm was treated with thrombin injection. No lasting injury was reported. The product was not returned for evaluation. A review of the manufacturing records could not be done without a lot number. Access site complications are a well-known potential adverse event associated with invasive procedures. Pseudoaneurysms are associated with disruption of the arterial wall and are frequently caused by penetrating trauma (i.e. Arterial puncture needed for the procedure). It is unlikely that the patient's pseudoaneurysm is related to the design or manufacture of the sheath introducer. Review of the available information suggests that procedural factors may have contributed to this event.

Manufacturer narrative:
The product is available for analysis. Additional information will be submitted within thirty days upon receipt.

Event description:
An error occurred while the transfer set was connecting to the yume set by the cleanflash. A crack was found in the tubing of the transfer set. There was no patient injury or medical intervention.